Event description:
It was reported that the patient presented to the emergency department with symptoms of heart failure. The right atrial (ra) lead exhibited possible intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.